Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5866-38m adaptor (B)(6) 2013; cd3257 competitor implantable cardioverter defibrillator (ICD) (B)(6) 2013; 6947 implantable tachy lead (B)(6) 2003; 5072 implantable pacing lead (B)(6) 2010; 1158t competitor implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead and adaptor were explanted and replaced due to diaphragmatic stimulation. No patient complications have been reported as a result of this event.